Event description:
It was reported that the patient's blood glucose level rose to 278 mg/dl while wearing the pod between 24 and 36 hours on the right upper thigh. The caregiver stated that the previous night, the patient had to change the pod after only 1 day of usage. Reportedly, there was excessive bleeding at the site. As treatment, the patient activated a new pod and blood glucose levels normalized. No device errors codes were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.